Manufacturer narrative:
H6- medcial device problem code: "1494" should be removed. Claim# (B)(4).

Manufacturer narrative:
H6- medical device problem code: 1494- off label use (age>45) claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.00/2.5/069 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2024 as a replacement lens. The patient experienced a mild corneal edema. The lens remains implanted and the problem was resolved. It was later reported "the patient is going well. Va od is 20/30-2. Iop is 17mmhg and the vault is ½ cct. There will be no planned intervention nor treatment at this time. For intents and purposes, this case is resolved unless an issue presents itself in time."